Event description:
Customer reportedly received result of 104 mg/dl on the compact plus system. The result of 104 mg/dl immediately changed to 20 mg/dl without any actions taken by the customer. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.